Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient suffered a head trauma on (B)(6) 2024, and since then, the sound of the processor has become very soft, almost inaudible. The user received a loaner processor, but the result was the same. In (B)(6), the user also developed bilateral otitis. No action is planned until the next fitting.

Manufacturer narrative:
Additional information: based on the received information from the field, damage to the reference electrode caused by the reported external mechanical impact seems likely. Further in situ measurements show two channels with hi status likely due to a damage to the active electrode. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned in (B)(6) 2024.

Event description:
It was reported that the patient suffered a head trauma on (B)(6) 2024, and since then, the sound of the processor has become very soft, almost inaudible. The user received a loaner processor, but the result was the same. In (B)(6) the user also developed bilateral otitis. Re-implantation is planned for (B)(6) 2024.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by the reported external impact, was determined to be the root cause of device failure. Further in situ measurements whilst implanted showed two channels with hi status due to undetermined reasons. This is a final report.

Event description:
It was reported that the patient suffered a head trauma on (B)(6) 2024, and since then, the sound of the processor has become very soft, almost inaudible. The user received a loaner processor, but the result was the same. The user was re-implanted on (B)(6) 2024.